Event description:
Event description guidant received information that this device was part of a legal action and the passed away. Guidant has no specific information as to the device involvement in the patient's death. There were allegations that the device did not function properly.